Event description:
The customer's mother reported that the needle did not deploy, and that the customer had a blood glucose of 307 mg/dl. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle failed to deploy, to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.